Event description:
It was reported that there was noise on the right ventricular (rv) lead that was sensed and led to stored ventricular events in the implantable cardioverter defibrillator. The oversensing caused pacing inhibition of up to four seconds. It was stated that the patient may have had an av node ablation procedure; however, the noise was present on the rv lead prior to that procedure. Shock impedance and trending were normal. Technical services recommended further troubleshooting. The rv lead remains in service and no adverse patient effects were reported.